Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter. As well, the customer reported that the unit of measure on their locked freestyle meter had changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.